Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two in.pact admiral drug eluting balloons were used to treat a lesion located in the sfa and popliteal. On the same day a dissection occurred which was treated with provisional stenting. A non medtronic stent was used to treat the dissection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.